Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the anatomy and/or interaction with other devices resulted in preventing the shaft lumens from moving freely resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation/deployment failure cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. The absolute pro self expanding stent system (sess) was prepped per the instructions for use. The device was advanced to the target lesion without difficulty and deployment was initiated. No resistance was noted with the thumbwheel; however, the stent was only partially deployed. The sess was removed from the anatomy with the stent attached. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.